Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that when the transmitter was connected to the sensor it did not blink. The sensor was missing the electrode. Customer's blood glucose level was 9.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.